Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. The reason for call was patient reported that they had a revision and si fusion surgeries. Patient stated that they had the revision surgery done some time ago now and that it was done due to floating leads and the device not working, so the surgeon had to fix it. The same doctor did both of the patients si fusions as well. Patient stated that their si joints were giving them trouble so they had surgery on them one at a time a couple months after the revision surgery of their implant. Patient noted that they had their left si fusion done first because it was on the same side as their implant. Patient stated that they had to reposition the implant for the procedure.

Manufacturer narrative:
Other relevant device(s) are: product ID: neu unknown lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.